Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s, and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit would not power on in ac or battery backup following generator testing. There was no report of patient involvement.

Manufacturer narrative:
Device was not returned to ge healthcare for evaluation. A ge healthcare (gehc) service representative performed a checkout of the equipment and confirmed the reported complaint. The power supply was replaced and the unit was returned to service. The exact root cause of the reported complaint could not be determined as the part was not returned to gehc for investigation.